Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-14004. Related manufacturer reference number: 1627487-2021-14006. It was reported that patient was experiencing ineffective therapy since 2020 and the system was not providing therapy. As a result, patient is awaiting surgical intervention to explant the system at a later date.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the system was explanted.